Event description:
It was reported that the patient had revision of the spinal segment and pump replacement. It was indicated that the patient had a questionable catheter dye study and poor response to escalating doses of baclofen. It was found that the spinal segment was disconnected from the pump segment at 23cm in the spine. The spinal segment was replaced and the existing pump segment was kept, but a new pump was placed to minimize surgical events. The patient's new starting dose was 100mcg/day. The status of the patient was not provided. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (partial) (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing.

Event description:
Additional information reported that the pump was prophylactically removed to avoid in-vivo battery depletion. The catheter was revised due to a break/tear/hole at the distal 22cm mark. It was indicated that the patient was given a bolus trial on (B)(6) 2011 and it was not helpful and there was no improvement in spasticity. The patient was hospitalized as a result of the event. The patient outcome was reported as recovered without sequelae.